Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings of 400 mg/dl. Customer stated that the reason for her high blood glucose reading is that her settings on the insulin pump need to be changed. Customer stated that her blood glucose reading was 310 mg/dl this morning and they continued to increase even after taking a bolus. Customer also mentioned that her blood glucose readings of 560 mg/dl did not go down even after changing out the infusion set. Customer declined any further troubleshooting. No further information reported.